Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-12-26, information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient had poor communication. The patient programmer and implantable neurostimulator recharger (insr) were unable to connect to the ins. The patient broke their left heel and ankle. Because they had been relying on their right leg a lot it had been bothering them and they were in a lot of pain. Their pain was on the side that the device was implanted. No further complications were reported. On 2018-jan-03, additional information was received from the patient via a manufacturer representative (rep) reporting that the patient¿s ins was overdischarged as it was reported that they were having trouble getting the ins charged prior to their overdischarge. No factors were reported that may have led/contributed to the issue. It was reported that the patient would call when they had an appointment with their healthcare provider¿s (hcp) to get a jumpstart. The issue was not resolved at the time of the report. The event began in (B)(6) 2018. No further complications were reported/anticipated.